Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming no delivery during basal delivery, bolus delivery and a manual prime. The customer's blood glucose was 423 mg/dl. The customer treated the high blood glucose with a manual injection. The customer was unable to perform troubleshooting at the time of the call because the alarm had been resolved by a complete set change. The customer explained that the insulin pump would not deliver insulin prior to the alarms. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.